Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into inappropriate reset. The cause was unable to be identified. The device was successfully restored back to normal function. The patient was stable and asymptomatic.